Event description:
This pt was undergoing a coronary artery bypass (times two) procedure. The endocoronary sinus catheter was attempted to be placed in the coronary sinus under transesophageal echocardiogram guidance. The anesthesiologist stated that the catheter could not be seated well and the balloon inflation did not feel appropriate at times. Approx 20 minutes later, the pt became unstable hemodynamically. Pericardial effusion was seen on tee. The catheter was drawn within the introducer sheath. The early tamponade was relieved with a small pericardiotomy. The pts blood pressure immediately improved and remained stable for the remainder of the procedure. During surgery a rupture of the posterior descending branch of the coronary sinus was noted. The tear was easily repaired. Surgery was completed without further event. The pt was discharged and went home on 02/21/2000 in stable condition.